Event description:
It was reported that during an unknown procedure there was a peeling of the membranes on the tip. No ae reported

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024 b3: event year only reported: 2024 d4 batch #: unknown additional information was requested and the following was obtained: did the white tissue pad break off? The white pad completely detached. Is the white tissue pad completely missing from the clamp arm of the device? Yes, after 5 minutes of usage . Did the patient experience any adverse consequences due to this issue? No ae attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4 batch #: x70286. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, not all present, and the missing portion was not returned. The pad was not detached as reported the device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch x70286, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.